Event description:
It was reported medfusion 4000 pump -primary audible alarm post and alarm bgnd test. No further details provided.

Manufacturer narrative:
Event problem and evaluation codes: updated. . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, had a chipped top case corners, a cracked right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker as a preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000